Event description:
It was reported that the patient experienced pericardial effusion (pe) with hypotension. A left atrial appendage (laa) closure procedure was being performed and intracardiac echocardiography (ice) and transesophageal echocardiogram (tee) was used intraprocedure. Baseline imaging demonstrated a pre-existing pe, but multiple effusion checks performed during the procedure confirmed no change in size. Transseptal puncture was performed with versacross connect (vcc) radiofrequency (rf) wire and watchman trusteer access system (was). The ice catheter across the interatrial septum during the procedure due to septal anatomy, though no resistance was reported during catheter manipulation. A 24mm watchman flx pro closure device was implanted with complete seal and without intraprocedural complication. Approximately 30 minutes after the procedure, while in recovery, the patient became profoundly hypotensive and imaging revealed a pe. The suspected source of the pe per the physician was believed to be related to ice catheter manipulation while attempting to cross into the left atrium with the ice catheter, with a suspected perforation in the right atrium that was not confirmed. Pericardiocentesis was performed. The patient is expected to fully recover. The patient was discharged the following day post index procedure. The pe was suspected in the right atrium, and 150ml of fluid was removed during the pericardiocentesis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.